Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Therefore, root cause has not been determined yet. However, the customer determined that the main control printed circuit board needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, motor fault, hardware fault, circuit disconnect, low peak inspiratory pressure, low minute volume, carbon dioxide sensor disabled, carbon dioxide zero required and med battery alarm continually on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.